Event description:
During percutaneous coronary intervention (pci) the tip of the guideliner fractured/broke off and had to be retrieved. The doctor was able to retrieve the broken piece by snaring it in the guide catheter by clinching it with a balloon and pulling it out. We were able to retrieve the proximal end only. There was no injury to the patient and he was discharged home without complications from this matter.